Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired around (B)(6) 2011 ater use of the product.

Manufacturer narrative:
This is one of two device reports related to this event, the associated MFR report numbers are 1225714-2013-00149 and 1225714-2013-00150.